Manufacturer narrative:
H6: corrected: medical device problem code, type of investigation. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed but is unlikely to be due to prosthesis wear and may be related to treatment for the aforementioned patient condition. Potential contributions of user to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Manufacturer narrative:
Concomitant devices: ((B)(6)) 200-07-35 - advanced patella 35mm 3 peg implant , ((B)(6)) 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t ,((B)(6)) 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 8 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Plaintiff suffered from pain, swelling, and decreased range of motion. The implantation of the exactech device and subsequent revisions have caused personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, loss of enjoyment of life, medical expenses, and financial losses, and he will sustain future damages including but not limited to cost of medical care, rehabilitation, mental and emotional distress, and pain and suffering. No further issues or complications were reported. No additional information is available.